Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump glitched and he had a blank display on the insulin pump. Customer stated that the pump will not turn on for a while now. The pump has been with a battery for several weeks. Customer tried it again this morning, but the pump still won't turn on. Customer stated that he woke up in the morning with a blood glucose level above 600 mg/dl and the pump was off. Customer treated with a syringe. Customer does not have new batteries to continue troubleshooting with. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. The customer stated that he is going to keep his original pump and will not return it.